Manufacturer narrative:
294811 evaluation statement: the reported event of a network error/800.8000 could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No device history or qn search was performed since no serial number was reported by the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There is no report of patient involvement.

Event description:
The customer reported that a pcu displayed a network error/800.8000. There is no report of patient involvement. Biomed inspected the unit and did not find any issues during testing. He reflashed the unit and returned it to patient care areas. No product return is expected.